Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing was damaged out of the box. Further, the infusion set's tubing had detached at the quick release connection with the cannula. The infusions were stored in a closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.